Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, after reloading the device for the third time, the device could not be fired. Another device was opened and used safely.